Event description:
Consumer called to report a normal reading (105) and passing out. His wife called the ambulance and was taken to the ER. Given blood test and result was 47. Believes his meter is inaccurate.